Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming cassette not attached. There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B5: additional information reported that the product fault occurred during testing in jul-2024. There was no patient involved, no harm reported.

Event description:
Additional information reported that the product fault occurred during testing in jul-2024. There was no patient involved, no harm reported.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Event error log recorded error 4 times for cassette not attached and 717 times for downstream occlusions. Visual inspection found degraded downstream occlusion (dso) sensor due to dso seal severe bubbling, broken battery compartment, and missing battery door. The reported error of intermittent cassette not attached alarms when latch cassette to prime was replicated. The cause is the dso sensor. Replaced the dso sensor to resolve the reported error. The device passed all functional tests after the repair.